Manufacturer narrative:
Initial 3 of 4. Based on the available information, this event is deemed to be serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 8021545. Manufacturing site: 3003442380.

Event description:
It was reported three issues that the patient experienced hyperglycemia due to kinked cannula and was treated with mdi (multiple daily injection) on (B)(6) 2026.